Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) -failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded and the proximal coil exposed at 1.4 cm - 1.6 cm and 4.7 cm - 5.3 cm from the helix due to friction to o another device. The distal insulation was also abraded and the distal coil was exposed at 53.3 cm - 53.7 cm from the helix.